Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited shock impedance measurements out of range greater than 200 ohms. Technical services (ts) stated there were no noise events. This crt-d and rv lead remain in service. No adverse patient effects were reported.